Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited front panel light emitting diode lighting failure. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction was confirmed; however, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.